Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the system was regularly serviced and was successfully verified at an instance of the preventive maintenance before and after the treatment day. During on site visit, field service engineer checked system, articulated arm and cuts various arm positions. No issues encountered. System was operational and met specifications as per service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The energy was stable during the treatment day. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and forty-two seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be determined conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there is a thinner flap than usual in the left eye during lasik surgery. The procedure in the right eye was fine. There are multiple related reports for this reported event. This report addresses patient initials (B)(6) , left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).